Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Performance data was also collected from the device was analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the atrial lead impedance was fluctuating and high prior to device replacement for elective replacement indicator (eri). The physician was going to replace the lead also, but during the procedure the lead was tested through the analyzer with good impedance measurements. When connected to the new device, the measurements were also good. The device was explanted and replaced. No patient complications have been reported as a result of this event.